Manufacturer narrative:
The device is not available for evaluation.

Event description:
The event involved a t-u-r tubing that was originally reported through a voluntary medwatch report #mw5086789. It was reported that the spike broke into pieces during bladder irrigation. There was no report of human harm and no medical intervention was required.